Event description:
A medtronic representative reported that, during a spinal fusion procedure, the solera screw driver was damaged. The bit that attaches to the screw was worn down and the screw was not sitting securely to the driver. The surgeon used another instrument to continue, placed the screws on l4-l5 and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
RMA issued. Replacement device shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that as reported, the tip of the instrument is worn down to the point that the tip is somewhat rounded making it difficult to get a secure fit into the mating screw head. The tip is not twisted and the instrument is in otherwise good condition. Mechanical failure, malfunction, wear; directly caused event.